Event description:
The manufacturer's field service engineer reported a vent inop condition due to sensor pcb +5v failure and/or various combinations of +12v, -12v, 24v, and power fail failures followed by a restart. The customer reported there was no patient involvement.